Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the luer connector. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d10 (update to no, n/a) and h3. Actual sample was not available; photo only. H10: a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: remove the previously reported statement: ¿a nonconformance has been opened to address this issue¿ (as a nonconformance was not opened to address this issue). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from october 26, 2018 - october 30, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed and a leak from the blue winged luer cap was identified. The reported condition was verified during initial inspection. No additional testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.